Manufacturer narrative:
Additional information was received and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged kidney disease/toxicity. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed a heavy amount of dust/dirt-like contamination with potential hair-like particles on both sides of the top enclosure, on the right side panel, in the air inlet, behind the sd card cover, all over the pca, on both sides of the blower cap, on the blower housing, on the sound abatement foam and throughout the interior of the bottom enclosure. Manufacturer observed a potential dried liquid spot with a whitish-blue dust-like contamination around components on the pca. Manufacturer observed what seemed to be potential degraded sound abatement foam on the blower housing and in the bottom enclosure. Manufacturer confirmed the presence of degraded sound abatement foam. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 12 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed dust/dirt-like contamination and was not able to confirm the complaint or address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code, component code and conclusion code grid has been updated. Health impact code was corrected in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity. Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow- up report will be filed.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-16798. This report was submitted as a duplicate report of the previously submitted report.